Manufacturer narrative:
Customer indicated that the charger showed that the battery was fully charged. In addition, 4 green led lights were lit when the status check button was pressed. The battery charge status icon displayed 4 bars on the platform's display screen. There was 1 bar left on the display screen icon after the 37 minute test with the mannequin. Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation has been completed. Please see related MFR. Report #3003793491-2014-00261 for autopulse li-ion battery with sn: (B)(4).

Event description:
It was reported that during a shift check, the autopulse platform ran for 16 minutes with a mannequin, then stopped and displayed a user advisory (ua) 2 (compression tracking error) message. The platform was restarted and ran for another 5 minutes. Again, the platform stopped and displayed another ua 2 message. Customer restarted the platform, which ran for another 16 minutes without issues. No patient involvement was reported. No further information was provided.